Event description:
1986-bilateral breast augmentation with dow corning gel implants. Sutglandular. 03/2006 pt presented with right breast pain. Increased hardening on right-compared to left. Bilateral grade 2 ptosis, grade iii capsular contracture with deformity and ruptures right implant. Left breast soft. Pt underwent bilateral capsulectomy and implant removal - right implant was ruptured in the capsule - left implant was removed intact from capsule, left-implant - sticky - evidence of silicone bleed- right augmentation with bilateral saline implants.